Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear and the taper adapter showed evidence of fretting. Root cause of the event was most likely attributed to third party debris, subluxation or sub-optimal positioning; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
This follow-up report is being filed to relay the following additional information: this report is 1 of 2 MDR's filed for this event (reference 3002806535-2015-04163 & 2016-00219).

Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason.